Manufacturer narrative:
Correction: the correct MFR report # is 6000034-2017-01815; not 6000034-2018-01815 as previously reported on (B)(6) 2018. This report is filed on september 25, 2018.

Manufacturer narrative:
Per the audiologist, the patient underwent revision surgery on (B)(6) 2018, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. This report is submitted on august, 28, 2023.

Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on october 13, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with oral antibiotics on (B)(6) 2017 for a duration of 10 days. The implanted device remains.